Event description:
Pico 15x15cm with soft port was used on a wound on patient¿s foot. Patient got a pressure ulcer from the connector between the soft port and the tubing of the pump. Based on the limited information available to smith & nephew at this time, this event is deemed to be a serious injury pursuant to 21 c.f.r. Part 803.3. Smith & nephew is submitting the